Event description:
It was reported that the site was questioning the accuracy of the cardiomems sensor pressures. Review of the patient's data confirmed that the sensor had transmitted dampened waveform readings. On (B)(6) 2025, a right heart catheterization was performed to confirm the validity of the pressure sensor readings and investigate the cause of dampening. During the procedure it was noted that the sensor waveforms were dampened in comparison to the waveforms measured by the right heart catheter. The physician also noted that the sensor migrated in to a smaller vessel which was confirmed via xray. The physician opted to recalibrate the sensor. The sensor baseline was increased by 14.1 mmhg. The waveforms remain dampened at this time and the site has discontinued use.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.